Event description:
On (B)(6) 2011, patient reported that she was hospitalized on (B)(6) 2011 due to having a heart attack. At that time, blood glucose registered 906 mg/dl on the hospital blood glucose meter. Patient does not believe the infusion device was delivering insulin correctly and has been using the backup infusion device since. Patient was hospitalized for 5 days and does not remember what treatment she received. Normal blood glucose is 80-120 mg/dl, and blood glucose has been in her normal range while using the backup infusion device. Patient decided to try the primary infusion device again on (B)(6) 2011, and blood glucose increased to the 430 mg/dl range. She then removed the primary infusion device and restarted the backup. No error messages were received on the infusion device. Patient could not remember how old the cartridge or adapter were during the event. There were no air bubbles, blood, or insulin leakage in the system. Patient reported her diabetes and hyperglycemia were to blame for the heart attack. Infusion device was replaced and requested for evaluation.